Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was low pacing lead impedance and noise episodes noted on the right ventricular (rv) lead. It was suspected that subclavian crush had caused the reported events. The lead was capped and replaced and the patient was stable with no consequences.